Event description:
During dialysis, alarm on machine indicated "blood leak." Pump stopped, fistula needles clamped, and system discarded. Multistix test positive for blood in dialysate waste. Gambro dialyzer noted to have ruptured fibers.